Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not ben investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the craniotome device was difficult to remove from the motor device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the motor device had vibration. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that the motor device had cord damage, was loose, moving parts of the device did not move smoothly, the device was making excessive noise, and had vibration. It was noted that the device had a loose connector, scratched hose, heavy sleeve, abnormal noise and vibration. It was further determined that the device failed pretest for visual assessment, loctite assessment, and noise assessment. It was noted in the service order that the craniotome device was difficult to remove from the motor device. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has ben disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.